Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l devices involved: (B)(4).

Event description:
On (B)(6), 2011, this pt was implanted with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. On (B)(6), 2011, an aortic extender component was implanted to treat a type I and type ii endoleak. No further complications have been reported.